Event description:
It was reported that during a lap creation of an artificial anus, it was found that about 4mm of the tissue pad was missing. The piece was not found though it was searched inside and outside the patient. The possibility of persisting piece inside the patient is not denied. Another device was used to complete the case. One device will be returning.

Manufacturer narrative:
(B)(4). The device was returned with the tissue pad melted and partially detached. The device was connected to a test handpiece and generator and the device did activate during functional testing.probable causes of tissue pad damage are applying pressure between the instrument blade and tissue pad without having tissue between the blade and tissue pad; and activating the blade without tissue between the blade and tissue pad to avoid damage to the tissue pad. Both conditions can result in probable damage to the instrument.

Manufacturer narrative:
(B)(4). When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.